Manufacturer narrative:
All available patient information was included. Additional patient details are not available. An evaluation is in process. A final report will be submitted when the evaluation is complete.

Event description:
The customer observed a falsely elevated havab igg result on the architect i2000sr analyzer. The following data was provided: sid (B)(6) initial 11.3, repeat 2.68 s/co there was no impact to patient management reported.

Manufacturer narrative:
The event documented has been associated with a product recall. The event associated with the suspect medical device architect havab igg reagents is not reportable per 21cfr part 806, as the product has not been distributed in the us. No further follow ups will be provided for this event.